Manufacturer narrative:
The stent remains implanted in the pt. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction, hypotension, asystole, death. Time of symptoms/ae: three days after the procedure. It was reported that three days after a stenting procedure of a 90% stenosed left internal carotid artery, the pt experienced a myocardial infarction medically treated and expired the next day. Reportedly, the pt developed severe hypotension and asystole, which could not be resuscitated. The physician stated that the exact mechanism of the pt's death is not clear, but the pt had critical aortic stenosis and was supposed to have an aortic valve replacement a few days afterwards, which may have been the underlying mechanism. The pt had developed short episodes of sinus arrest before and after the carotid stenting procedure, for which he eventually received a pacemaker a few days prior to his death. The physician also stated, "whether the intense vagal simulation that sometimes follows carotid stenting contributed to this event is not clear. It seems unlikely since his carotid baroreceptors on the side of stenting were probably damaged by the history of remote carotid endarterectomy and previous stenting." The pt was a very sick person before the procedure and the cause of death was unclear. The physician stated that the pt's death had no relation to the stent device or the procedure. Though requested, no add'l info was available. Study event.